Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure using healicoil anchor, the distal anchor broke into pieces when passing the sutures (suture and tape of healicoil ut) through the anchor. All the pieces were removed from the patient. The procedure was completed with a 5 minutes surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging and device has debris on it. The proximal body and anchor plug are still intact on the device. Part of the distal tip is detached from device and the other half is down inside shaft. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. An analysis of the customer provided images revealed a distal tip that broke off of the device. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. Undated photos of the device was provided for review and confirms the reported breakage. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.